Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated the battery life is less that expected, there were low battery alarms recorded in the alarm history and the reporter denied damage to the pump or the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: review of the black box data revealed record of short battery life as evidenced by drastic drop in voltage leading to a low battery and replace battery warnings/alarms on (B)(4) 2018. The returned battery was without damage and able to fit securely to the pump. Moisture corrosion was noted inside the battery compartment; the battery compartment was found to be cracked. Leak testing confirmed moisture ingress at the site of the crack. The pump powered on for investigation and ez-prime steps were successfully completed. Electrical current draws were evaluated and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation was unable to duplicate the short battery life issue.